Event description:
Lasik surgery to correct my vision basically destroyed my eyes. Chronic dryness in my eyes, aching, pain, headaches, tiredness. Bad side effects, lasik. FDA safety report ID# (B)(4).